Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to verify operating currents or perform self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The electronic assembly and battery tube found with traces of corrosion. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 11.6 mmol/l. The customer stated that crack was seen behind the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.